Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 4.1 inr/2.9 inr, 6.9 inr/4.7 inr, 4.3 inr/3.2 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller did not know which strip lot produced the discrepant result. Lots 20751311 (expiration date 01/31/2013) and 20968512 (expiration date 03/31/2013) were in use at the time of the event. Device manufacture date for lot 20751311 is 07/31/2011; device manufacture date for lot 20968512 is 09/30/2011. The retention strips for lot 20751311 were tested on a retention meter. Retention strips performed as expected.